Event description:
It was reported that the patient's neurologist noted that because the leads were implanted diagonally in his brain, it had disrupted the patient's motor functionality. The patient underwent successful reprogramming. The patient was also planning to have surgery to fix the problem. The patient continued to have problems with the system. Additional information has been requested, but was not available as of the date of this report. Reference MFR report #3004209178201002401.

Manufacturer narrative:
(B) (4).